Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route and frequency were not reported) and cefazolin (dose, route and frequency were not reported). Treatment was ongoing for 14 days. At the time of this report, the patient outcome was unknown and action taken with dianeal therapy was not reported. No additional information was available.